Event description:
It was reported that the customer experienced low blood glucose. It was stated that the customer's blood glucose was 1.8mmol/l before calling. The customer disconnected from the insulin pump, and her blood glucose was treated with biscuits. Troubleshooting was performed. The customer stated that every time she pressed a button, the device had a blank display. Attempted to assist the customer to change the settings, but the customer was not able to follow the instructions and sounds very tired. Then the paramedics were called. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.